Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red call doctor icon was observed on the communicator, indicative of an alert due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. This ICD system remains in service. No adverse patient effects were reported.